Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level: cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A correction bolus via the pump was delivered to address bg. Customer declined troubleshooting with tandem technical support and declined to provide further information.